Event description:
The technician alleged the bed was unable to enter trendelenburg mode. He adjusted the gas shocks to resolve the issue.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.